Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The field service engineer replaced and aligned the sample and reagent probes. Qc was performed and was acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas c 503 analytical unit. The samples were repeated on the same analyzer and then another analyzer. Sample 1 initial creatinine plus ver.2 result was 4.18 mg/dl. The repeat results were 0.79 mg/dl, 0.80 mg/dl, and 0.80 mg/dl. Sample 2 initial creatinine result was 17.4 mg/dl. The repeat results were 13.3 mg/dl, 0.95 mg/dl, and 0.95 mg/dl. Sample 3 initial calcium gen.2 result was <0.8 mg/dl. The repeat results were 8.1 mg/dl, 9.2 mg/dl, and 9.2 mg/dl. Sample 4 initial lactate dehydrogenase acc. Ifcc ver.2 result was 175 u/l. The repeat results were 279 u/l, 163 u/l, and 163 u/l.

Manufacturer narrative:
The investigation was unable to determine a specific root cause. Pre-analytical handling issues at the customer site could not be excluded. Correct pre-analytic sample handling is within the customer's responsibility. The issue appeared to be resolved after the service actions.